Event description:
An alert regarding bipolar impedance for this lead was sent via homemonitoring. The patient came for a follow-up where rv lead impedance was over 2000 in bipolar. Unipolar impedance was normal, therefore, this lead was programmed to unipolar and the patient will be monitored for lead failure. The patient paces 0% of the rv. Thresholds remain normal. No adverse patient side effects were noted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.